Event description:
A (B)(6) pt contacted zoll customer support to report that his battery charger/modem was not charging his battery packs. The pt was provided with a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (trouble with download) has been confirmed. Upon investigation the battery charger/modem's battery board was contaminated. The contamination caused u13 to short, preventing the battery charger from charging a battery pack. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.